Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. UDI: (B)(4). Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of sleeve leakage with the incident lot was not observed as all samples met the required specifications. Sleeve function testing was conducted on the customer samples and no evidence of sleeve leakage was observed. A review of the manufacturing records was completed for the incident lot number and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode of sleeve leakage with the incident lot was not observed. Upon inspection of the customer samples, all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported, the bd vacutainer® 21 g x 1.5 in. Multi sample blood - collection needle leaked after drawing. Found after use. No serious injury or medical intervention noted.